Event description:
It was reported that during a gastric bypass procedure, the device stapled and cut but the staples were loose and some missing on the left side at the distal end. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
12/04/2007. Information anticipated, but unavailable at this time.